Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, patient complications occurred. The lesion being treated was the left subclavian vessel. A 5.00x12mm taxus liberte stent was deployed. The patient feels that the drug is making her feel 'very bad'. She is experiencing, weight gain, feels very bloated, every joint hurts, and hands, feet and face swell. The patient is taking 1 asprin a day. 'And that is all'. The patient reported the device to be a 5.00x12mm taxus liberte stent, but we have been unable to confirm. Additional information has been requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatxh will be filed.